Manufacturer narrative:
As reported, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to blood clots, occlusion, thrombosis, failed removal attempt. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films available for review, it is not possible to clarify the location (proximal or distal) of the clots to the placement of the ivc filter. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). Clots and thrombosis within the inferior vena cava does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to blood clots, occlusion, thrombosis, failed removal attempt. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of extensive deep vein thrombosis of the lower right extremity, associated pain and phlegmasia syndrome in the right lower extremity. The patient also had an immediate history of severe edema and pain in the right upper extremity. During the filter implant procedure, a percutaneous thrombectomy of (right popliteal, superficial femoral, common femoral, external iliac and common iliac veins), balloon angioplasty (right external iliac, common femoral and superficial femoral veins) and an ultrasound guided percutaneous cannulation of the right popliteal vein were done. After these procedures, the inferior vena cava was noted to be in good position. There were no complications associated with the procedure. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to blood clots, occlusion, thrombosis, failed removal attempt. Per the patient profile form (ppf), two months and two days after the index procedure there was an unsuccessful attempt to remove the device. The patient continues to experience fear, pain, distress, stress and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and fear do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to blood clots, occlusion, thrombosis, failed removal attempt. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of extensive deep vein thrombosis (dvt) of the lower right extremity, associated pain and phlegmasia syndrome in the right lower extremity. The patient also had an immediate history of severe edema and pain in the right upper extremity.  The filter was deployed via the patient's left common femoral vein. During the same procedure the patient had a percutaneous thrombeotomy of (right popliteal, superficial femoral, common femoral, external iliac and common iliac veins), balloon angioplasty (right external iliac, common femoral and superficial femoral veins) and an ultrasound guided percutaneous cannulation of the right popliteal vein. After the procedures, the inferior vena cava was noted to be in good position. There were no complications associated with the procedure.  Additional information received per the patient profile form (ppf) states that the patient became aware of the reported events two months and one day after the index procedure. Two months and two days after the index procedure there was an unsuccessful attempt to remove the device. The patient continues to experience fear, pain, distress, stress and anxiety. According to the discovery form, the patient received the ivc filter due to extensive right leg deep vein thrombosis with severe pain and edema. Medical conditions and treatments alleged to be attributable to the implanted ivc filter include filter embedded and perforating the wall of the ivc, device unable to be retrieved, blood clots and occlusion, failed removal attempt, dvt and complete occlusion stenting. The patient further reports pain and suffering including physical and mental, loss of ability to enjoy life, and economic loss from medical expense, in addition to a lifetime risk of a failed filter that cannot be removed and must undergo anticoagulation and monitoring.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of extensive deep vein thrombosis (dvt) of the right lower extremity with associated pain, phlegmasia syndrome of that leg. The patient also had a recent history of severe edema and pain in the right upper extremity. The patient presented with dvt of the right lower extremity despite ongoing anticoagulation therapy. The filter was implanted via the left common femoral vein and placed in a good position between l2 and l4. During the same procedure, the patient underwent percutaneous thrombectomy and balloon angioplasty involving the right popliteal, superficial femoral, common femoral and superficial femoral veins. The procedure was completed without complications. Approximately two months after the implantation, the patient developed blood clots, occlusion, thrombosis and dvt. The next day, the patient underwent an unsuccessful percutaneous attempt to remove the device. This was attributed to the fact that the filter was embedded and had perforated the wall of the inferior vena cava (ivc). The filter was also noted to have been occluded requiring treatment with stenting. The patient further reported having experienced fear, pain, distress, stress and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty and ivc perforation events could not be confirmed and the exact cause could not be determined. The reported details indicate that retrieval was attempted approximately one month after implantation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Additional information received per the medical records indicate that the patient has a history of extensive deep vein thrombosis of the lower right extremity, associated pain and phlegmasia syndrome in the right lower extremity. The patient also had an immediate history of severe edema and pain in the right upper extremity. The filter was deployed via the patient's left common femoral vein. During the same procedure the patient had a percutaneous thrombeotomy of (right popliteal, superficial femoral, common femoral, external iliac and common iliac veins), balloon angioplasty (right external iliac, common femoral and superficial femoral veins) and an ultrasound guided percutaneous cannulation of the right popliteal vein. After the procedures, the inferior vena cava was noted to be in good position. There were no complications associated with the procedure. Additional information received per the patient profile form (ppf) states that the patient became aware of the reported events two months and one day after the index procedure. Two months and two days after the index procedure there was an unsuccessful attempt to remove the device. The patient continues to experience fear, pain, distress, stress and anxiety. Additional information is pending and will be submitted within 30 days of receipt.